Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported that after one day of use, the "moldable part in the skin barrier torn." A total quantity of (B)(6) devices were reported with this issue. Photographs were provided which showed a wafer with layers separating and the inner film layer exposed. There was no reported harm. No further information was provided.